Manufacturer narrative:
The scp panel and shaft angle encoder were returned to livanova deutschland for further investigation. During the evaluation the reported issue could be reproduced. It was found that the shaft angle encoder is stuck.

Event description:
See initial.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the centrifugal pump system with tubing clamp. The event occurred in (B)(6) united states. Through follow-up communication with the customer livanova deutschland learned that the pump speed could not be properly controlled by the shaft angle encoder and a video ha been provided as evidence of the reported malfunction. A livanova field service representative was dispatched to the facility to investigate and could confirm the reported issue. He temporarily replaced the control panel with another one provided by the customer. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Livanova deutschland requested the device back for further investigations. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of control knob of a centrifugal pump system with tubing clamp grinding when turned. The issue was identified during training. There was no patient involvement.